Event description:
According to an operative report received from the initial reporter, the pt was scheduled to be seen by her physician for symptoms of shortness of breath when the pt developed a sudden onset of right eye pain and blindness. The pt was admitted to the hosp and upon examination, a clot was seen in the right retinal artery. According to the operative report, "an echocardiogram was done which showed the presence of echogenic material, highly suspicious for emboli in the mitral valve prosthesis." A clot was also noted in the left atrium. The pt underwent elective surgery for removal of the bscc mitral heart valve and removal of the clot from the left atrium. The pt subsequently developed second degree atrioventricular heart block after surgery and had a permanent pacemeker inserted one day post--operatively. The pt was discharged from the hosp thirteen days following surgery.

Manufacturer narrative:
The valve was examined with a light microscope at 20x magnification. The outlet strut was found to be intact. Wear patterns, scratches, and instrument marks typical for valves implanted greater than twelve years were observed on the struts, the flange inner diameter, and disc. An evaluation for stenosis was performed using a pulse duplicator. No evidence of obstruction of flow was observed.